Event description:
It was reported that a malfunction occurred with the customer's insulin pump, identified by the malfunction code 1-0x279f, with no notable events prior to the issue. Information about the customer's blood glucose level at the time of the event was not available. No information was shared by the customer regarding backup therapy for insulin delivery.